Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a right side simplicity ablation procedure a second degree patient burn occurred. Following the procedure, when the grounding pad was removed a second degree burn was noted on the left thigh where the pad was located. The grounding pad was not overlapping with any other pad and there were no wrinkles or edges lifted, however; the patient was hairy at the pad location and the skin was not prepped prior to pad placement. No intervention was required to treat the burn.